Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the jagwire was inserted through the swing tip catheter towards the ampulla and in to the common bile duct, it was noted that the hydrophilic tip of the jagwire was damaged exposing the corewire tip. The hydrophilic tip went the opposite way from the ampulla. The hydrophilic tip was then retrieved using forceps. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the jagwire was inserted through the swing tip catheter towards the ampulla and in to the common bile duct, it was noted that the hydrophilic tip of the jagwire was damaged exposing the corewire tip. The hydrophilic tip went the opposite way from the ampulla. The hydrophilic tip was then retrieved using forceps. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis revealed that the pebax section peeled, exposing the corewire approximately 3.2 cm from the distal end with a length of 0.6 cm. The tip of the corewire was not exposed. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire in the peeled section. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. All the outer diameter measurements are within the specifications. The returned unit was not consistent with the complaint that the distal tip detached exposing the corewire tip. It is possible that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, the most probable root cause is ¿operational context¿. A DHR (device history record) review was performed and no deviation was found. A labeling review performed and no anomaly was found.

Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.